Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
A medtronic representative reported via the interdepartmental helpline solutions tracker of high and low blood glucose readings from the insulin pump. The customer stated that she had been experiencing low blood glucose readings before bed which trigger the threshold suspend. The customer stated that her blood glucose readings were between 40-50 mg/dl. The customer stated that sometimes she will resume her insulin if she hears the alarm. The customer stated that there are also times where she will not hear the threshold suspend. The customer stated that she had high blood glucose readings when she does not hear the threshold suspend. The customer was advised of the blood glucose versus sensor glucose differences. The customer declined to troubleshoot.